Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that a piece of the mesh was tied to the mesh body, with one leader loop still attached. A 15 centimeter section of the suture, without the needle was returned with the mesh. This portion of suture was not a part of the device and was most likely attached to the knot and used to reposition or remove the mesh body. The missing needle was most likely cut from the lead suture as little or no fraying is apparent on the suture. Both leader loops were cut and leg assemblies removed. Additionally, one sleeve is torn with stretching at the edges of the tear, most likely caused by being pulled through the ligament. No issues were found with the returned capio device. The procedure was completed with another of the same device.

Event description:
It was reported to boston scientific corporation that during a vaginal apical support procedure, the leg of the uphold lite broke inside the patient, who is over 18 years of age. It is unknown if anything detached inside the patient. The procedure was completed with this device and the patient's condition at the conclusion of the procedure was reported to be ¿good.¿ reportedly, no further information is available. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a vaginal apical support procedure, the leg of the uphold lite broke inside the patient, who is over 18 years of age. It is unknown if anything detached inside the patient. The procedure was completed with another of the same device and the patient's condition at the conclusion of the procedure was reported to be ¿fine.¿ reportedly, no further information is available. Should additional relevant details become available, a supplemental report will be submitted.